Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while sleeping. The customer's blood glucose level was 210 mg/dl yet at the time tandem technical support was contacted the bg had not lowered and delivered a bolus. The customer was able to clear the alarm and resume insulin delivery.